Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, then it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 625-0t-36h, lot# u5581001, description: trident alumina insert. Cat #6054-1016a, lot # 93483702, description: primary secur-fit plus. Cat#17-3600e, lot# 5059107, description: alumina c-taper head 36mm/0. Cat # 2030-6525-1, lot # 93928104, description: 6.5 cancellous bone screw 25mm. Cat # 2030-6530-1, lot# 94130501, description: 6.5 cancellous bone screw 30mm. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection.

Event description:
It was reported that, "pt had a ceramic on ceramic hip replacement in 2003. He recently had an apparent infection in this left hip whereby the implants were extracted and a spacer was implanted. The pt asked the nurse of dr. About the hip recall issue with stryker trident cup. We tracked down the lot code and this particular cup was not part of any implant lists of the prior recall question. Upon removal, the femur was osteotomized due to ingrowth. Revision and removal of implants due to low grade infection was completed."